Event description:
During training by a zoll medical sales representative, the device powered on without display. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and was attributed to incompatible software having been instqalled into the device.